Event description:
It was reported that during a bowel resection procedure the ligasure "was sticking, was not gliding smoothly during the procedure. The next day the patient was bleeding and it was noticed the vessels were not sealed." The following day the patient had to undergo surgery due to the significant amount of blood loss. The patient was reported to be in satisfactory condition following the second procedure.

Manufacturer narrative:
The complaint device was not returned to stryker sustainability solutions (sss) for an evaluation. The labeling/packaging was not provided either so information such as lot/serial number, manufacturing date and expiration date are all unknown. As the device was not returned for evaluation, visual, functional, and dimensional inspections could not be performed. Based on stryker sustainability solutions engineering evaluations, the type of failure reported can be caused by clamping on large, rigid tissue. Design of the lf4200 allows for larger bites of tissue than other devices. It is critical, however, that the user does not place too much tissue in the jaws during use. If jaws are overfilled, it is possible for the cutting mechanism to be damaged, potentially resulting in difficulty opening the jaws or injury resulting to the user or patient. Before activating the cutter, the user must visually confirm that the tips of the jaws are fully closed following the tissue fusion cycle. If the tips of the jaws are not fully closed, it is possible for the cutter mechanism to be damaged, potentially resulting in difficulty opening the jaws or injury resulting to the user or patient. Sss instructions for use (IFU) states: ¿do not use this device on vessels in excess of 7mm in diameter.¿ ¿to ensure proper function, eliminate tension on the tissue while sealing and cutting.¿ ¿prior to activating the cutter, confirm that the jaws are in the closed position. Spacing between jaws must be less than two millimeters.¿ ¿grasp the intended vessel and/or tissue in the center of the jaws. To avoid incomplete vessel sealing, do not grasp tissue beyond the electrode surface; do not place tissue in the jaw hinge.¿ ¿close the white movable handle until it clicks and latches in place.¿ ¿keep the instrument jaws clean. Build-up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed.¿ ¿avoid overfilling the instrument jaws with tissue. This may damage the cutting mechanism or cause the blade to deploy outside of its guiding features, possibly resulting in difficulty opening the jaws or unintended injury to the user or patient.¿ ¿visually confirm that the jaws have reached the closed position prior to activating the cutter. Failure to do so may damage the cutting mechanism or cause the blade to deploy outside of its guiding features, possibly resulting in difficulty opening the jaws or unintended injury to the user or patient.¿ ¿keep the instrument jaws clean. Build-up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed.¿ ¿before starting the procedure, confirm proper energy platform settings.¿ ¿verify compatibility of all instruments and accessories before the beginning of the procedure.¿ ¿ with the barcode on the ligasmart connector facing up, firmly insert it into one of the hand activated sealer divider receptacles under the right ligasure touch screen on the energy platform front panel.¿ ¿place the vessel or tissue in the center of the jaws. Avoid incomplete vessel sealing by not grasping tissue beyond the electrode surface or placing it in the jaw hinge.¿ ¿the user must select the appropriate bar setting to achieve the desired tissue effect.¿ ¿do not activate the ligasure function until the handle has been properly latched. Activating the function before this is done may result in improper sealing and may increase thermal spread to tissue outside surgical site.¿ ¿do not attempt to seal over clips or staples as incomplete seals may be formed.¿ the reported event is not occurring more frequently or with greater severity than is usual for the device.